Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not confirmed. The pump was checked and no problem was found with the pump. The pump functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that the pump had helium loss alarm (2), (3). As a result, the pump was replaced with a competitor pump. No further problems were confirmed after the replacement of the pump. The pump had been used one day before this event occurred. The catheter was not replaced and was continued to be used. The pump was checked and no problem found therefore the pump was returned to service. There was no reported patient death or serious injury. There was no delay or interruption in therapy that caused harm to the patient. Medical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had helium loss alarm (2), (3). As a result, the pump was replaced with a competitor pump. No further problems were confirmed after the replacement of the pump. The pump had been used one day before this event occurred. The catheter was not replaced and was continued to be used. The pump was checked and no problem found therefore the pump was returned to service. There was no reported patient death or serious injury. There was no delay or interruption in therapy that caused harm to the patient. Medical intervention was not required.